Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation and the patient experienced atrioventricular (av) block. During "septum kent" ablation, av block occurred. Av linking did not recover; however, the patient's condition stabilized, and the patient was monitored for the time being. The physician considered implanting a pacemaker if needed. The patient improved. No abnormalities were observed prior to or during use of the product. Follow up was requested to determine if pacemaker was needed. However, no response was received after multiple attempts.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).